Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer had been instructed to log out and then log back in to get the drawer to open, which resolved the issue. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.